Manufacturer narrative:
Other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received dirty. Per visual inspection, multiple gouges in the front cover, enclosure had stain from permanent magic marker, pole clamp handle was damaged, serial number label was torn, quick connect was corroded, water tank cover was cracked on all four (4) corners, line cord was faded, outdated printed circuit board (pcb) and power switch. Per functional testing, the device was leaking from the tube from the heater to the pump. The heater and thermistor were contaminated with rust. The root cause was a broken hose connecting the heater to the pump due to wear of age. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that the blood warmer was leaking. Patient involvement unknown.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.